Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced resistance during the fill process. Reportedly, the issue resolved and customer was able to successfully fill the existing cartridge with the original needle. There was no adverse impact to customer's blood glucose level.